Event description:
Ethicon endogia autosuture is supposed to cut and staple simultaneously. In this instance, it was learned after the event that the stapler gun had no staples so cutting was accomplished without stapling on the initial pass.